Manufacturer narrative:
An event regarding a fractured trident insert trial was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirms the reported fracture. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the fracture occurred due to repeated loading cycles. No material or manufacturing defects were identified.

Event description:
Acetabular trident insert trial cracked when impacted to adjust cup position in surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Acetabular trident insert trial cracked when impacted to adjust cup position in surgery.